Event description:
It was reported that the asymptomatic patient presented with erosion and infection. The system was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.